Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased by six years between six month follow-ups. The lead measurements (impedances) are within normal range. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Additionally, this device was included in the minute ventilation sensor signal oversensing advisory population. Software is now available which eliminates the risk associated inhibition of pacing due to mv sensor signal oversensing.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased by six years between six month follow-ups. The lead measurements (impedances) are within normal range. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.